Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, including right heart and respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the patient passed away due to biventricular heart failure, non-ischemic cardiomyopathy (which was the etiology for implant), end stage renal disease, and lupus. The onset of right heart failure was the day of implant, and the onset of renal dysfunction was day 1 post-implant. The right heart failure and renal dysfunction were not determined to be related to or cause by the device or therapy. The device operated as expected.